Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 248 mg/dl while using the ilet bionic pancreas with a 23" steel infusion set shortly after starting therapy, and troubleshooting included guidance on early adaptation, meal announcement practices, and infusion set and tubing priming to address a potential delivery issue. Symptoms included elevated blood glucose. Outcomes included self-monitoring at home without escalation of care. Investigation included review of device data confirming automated correction dosing and guided priming with reconnection to resume insulin delivery. Investigation of this case revealed no evidence of leakage or kinking and confirmed that correction doses were being delivered, suggesting transient hyperglycemia during early system adaptation with uncertain root cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.